Manufacturer narrative:
Carefusion file identifier: . Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, it has a xdcr error. All calibrations were run but did not resolve the issue. The customer reported there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected component, a vela main printed circuit board assembly (pcba), and evaluated the component. An evaluation of the component indicated "vent inop, low pip, motor fault, xdcr fault" failure message upon powering on the unit. The reported issue was duplicated and the root cause was determined to be a failed transducer.